Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to liquid contamination on the j1002 pca connectors. The liquid contamination resulted in the deviation of high voltage energy onto the low voltage circuitry of the monitor causing multiple power supplies to short to ground and thermal damage to multiple components. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor made a popping noise and was unable to power on.